Event description:
The manufacturer received information alleging the bipap a30 device had "suddenly stopped on its own and did not work", causing the patient's dyspnea to worsen. There was no report of medical intervention mentioned at this time. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.